Event description:
During review of medical records received from attorney, it was discovered the pt suffered cardiorespiratory arrest during hemodialysis treatment. Findings from the medical records: the pt had an event during hemodialysis where he became unresponsive. CPR initiated. Pt was down approx 20 minutes prior to ems arrival. The pt's dialysis arterial line was pulled out. Pt was unconscious not breathing, no pulses, no signs of trauma noted. There were no lung sounds and pupils were nonreactive. Approx 2-3 minutes after ems arrival, pt regained pulses, and began having agonal respirations. He was still unconscious, unresponsive and was then intubated and transferred to the emergency room. ER noted blood pressure 77/50, positive pulses 60, pt unresponsive and was intubated by ems. ER noted possible cardiac arrest, congestive heart failure, fluid overload, hypokalemia post hemodialysis, and ventricular tachycardia. Venofer was given 50 mg ivp at 12:23, treatment was terminated, pt unresponsive, CPR.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving five separate products. This report is being submitted as part of a system level review; which will include an investigation of all potential products being used at the time of the event. A supplemental report will be submitted upon final review and completion of the plant's investigation. Medical records reviewed: this event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specs. This is related to MDR's: 1225714-2014-04956 and 1225714-2014-04957.